Manufacturer narrative:
(B)(4). A follow up report was received by a physician in (B)(6) on (B)(6) 2011 who stated that the patient began peritoneal dialysis (pd) therapy on (B)(6) 2007. On (B)(6) 2011, the patient developed peritonitis. On an unreported date, the patient was admitted to the hospital and received unspecified antibiotic therapy. On an unreported date, a pd effluent culture was performed and revealed no growth. On (B)(6) 2011, the patient recovered from the event. Pd therapy was reportedly ongoing at the time of this report. Per the physician, this event was not related to pd therapy. Causality was given as a break in aseptic technique.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown therefore no evaluation or batch review was performed. Should additional information become available a follow-up will be submitted.

Event description:
The (B)(4) call center received information that the patient has been hospitalized due to peritonitis on (B)(6) 2011. On an unreported date, the patient began dianeal therapy intraperitoneally for chronic renal failure. On (B)(6) 2011, baxter (B)(4) technical service center received a call from the patient reporting he had been admitted to the hospital for peritonitis and remained hospitalized. It is unknown if labs or cultures were drawn. It is unknown what interventions were required. The outcome of the patient is unknown. The patient did not comment on causality between the event and peritoneal dialysis (pd) therapies. There was no allegation of device malfunction.